Event description:
International customer reported that the device inflated with air upon initial activation. The device was removed from service and exchanged. No adverse pt consequences were reported. The surgeon opines that incomplete suturing (closure) of the operative wound permitted air leakage into the wound and subsequently to the device.

Manufacturer narrative:
Conclusion: user error caused the event. The attending surgeon states that incomplete suturing (closure) of the operative wound permitted air leakage into the wound and subsequently to the device. The product insert cautions the user that an air-tight junction between the tubing and tissue at the drain entrance site must be assured for proper functioning of the device. An air-tight seal between all system components is necessary for proper system function. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.